Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2005 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, excessive levels of chromium and cobalt in her blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2005 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding altr involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient underwent a primary tha in 2005, with a tmzf stem and v40 cocr head. A revision was performed on (B)(6) 2018. The reason for revision was altr. There were no medical records, radiographs, or laboratory reports provided for review. In the operative note increased serum metal levels were documented. Altr via presence of pseudo tumor or soft tissue destruction or histology were not documented. A head and liner exchange was performed. No postoperative information was provided for review. Of note the patient has a contralateral tha of undefined design. Event confirmation: a revision hip surgery for increased metal levels can be confirmed. Increased metal levels can be confirmed from the operative note only. Altr cannot be confirmed. Corrosion products appear to have been noted at the time of surgery. Injuries as a result of implantation and explantation of the device and/or device recall cannot be confirmed. Root cause: the root cause of the revision was increased metal levels. The root cause of the other assertions cannot be stated as the events cannot be confirmed." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient was revised due altr. Aa review of the provided medical records by a clinical consultant indicated: "the patient underwent a primary tha in 2005 with a tmzf stem and v40 cocr head. A revision was performed on (B)(6) 2018. The reason for revision was altr. There were no medical records, radiographs, or laboratory reports provided for review. In the operative note increased serum metal levels were documented. Altr via presence of pseudo tumor or soft tissue destruction or histology were not documented. A head and liner exchange weas performed. No postoperative information was provided for review. Of note the patient has a contralateral tha of undefined design. Event confirmation: a revision hip surgery for increased metal levels can be confirmed. Increased metal levels can be confirmed from the operative note only. Altr cannot be confirmed. Corrosion products appear to have been noted at the time of surgery. Injuries as a result of implantation and explantation of the device and/or device recall cannot be confirmed. Root cause: the root cause of the revision was increased metal levels. The root cause of the other assertions cannot be stated as the events cannot be confirmed." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.